Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the log file was sent for review. A review of the log file revealed intermittent driveline faults on (B)(6) 2021 at 1721-1727, on (B)(6) 2021 at 0356-0412, and on (B)(6) 2021 at 1450. It was recommended to exchange the controller to determine if the driveline faults were authentic. Additional information revealed the patient had right-sided weakness, blood in urine, and possible stroke. The patient came to the emergency room due to a suspected stroke in the evening on (B)(6) 2021. Ischemic stroke confirmed via computed tomography angiography (cta). Cta demonstrated a clot in the left middle cerebral artery. The patient was treated with intravenous (IV) heparin. Lactate dehydrogenase (ldh) was 292 u/l on (B)(6) 2021 and on (B)(6) 2021 ldh was 935 u/l. Ventricle assist device (vad) clinician suspected thrombus in the pump may have led to ischemic stroke. Right-sided weakness has since been resolved. The patient still had blood in urine and was stuttering which is not normal for the patient. Clinical consultant discussed possible treatment options with vad coordinator via phone and shared that driveline fault alarms likely due to wear and tear on the driveline - recommended against replacing controller due to risks of stopping/restarting pump with controller replacement due to recent ischemic stroke and that controller not suspected issue due to the serial number and controller software version. Replacing the controller was not expected to resolve driveline fault alarms and may put the patient at risk for adverse events based on a recent stroke. Vad coordinator stated he understood the information and planned to keep the patient inpatient until the next step is decided by the physician. The physician was considering pump exchange for the patient due to possible heartmate ii pump thrombus. Additional information revealed that the ischemic stroke turned into hemorrhagic stroke on (B)(6) 2021, confirmed via cta per vad coordinator. The current symptom is right leg weakness. The patient was on IV heparin and being monitored inpatient. No current other medical intervention was planned. On (B)(6) 2021, the stroke symptoms resolved. Urine was clear. Right sided weakness and stuttering also had resolved. Patient was likely be sent home per clinician. Clinician still suspected thrombus in pump and was considering pump exchange for patient.

Manufacturer narrative:
Main investigation conclusion. Analysis of the submitted log file confirmed driveline fault alarms that appeared to be associated with the phase 2 hex values being out of specification. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Additionally, a direct correlation between the other reported events (hemolysis, suspected pump thrombus, embolic stroke, hemorrhagic stroke) and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2021 at 14:45:22 through (B)(6) 2021 at 21:51:17. The file captured transient driveline fault alarms on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 (6 total). These alarms appeared to be associated with the phase 2 hex values being out of specification. No additional atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the file. It was reported that the patient experienced right sided weakness, blood in urine, and possible stroke on (B)(6) 2021. Ischemic stroke (clot in left middle cerebral artery) was reportedly confirmed via cta (computed tomography angiography). Patient treated with IV (intravenous) heparin. Ldh (lactate dehydrogenase) was 292 on (B)(6) 2021 and on (B)(6) 2021 ldh was to 935. The clinician suspected thrombus in pump may have led to ischemic stroke. The clinical consultant recommended against replacing controller due to risks of stopping/restarting pump with controller replacement due to recent ischemic stroke and that controller not suspected issue due to pcx sn and controller software version. It was later reported that the embolic stroke turned hemorrhagic on (B)(6) 2021. The patient had surgery 2 weeks prior that required anticoagulation to be stopped. The patient had a thrombectomy. By (B)(6) 2021, urine was clear, right-sided weakness and stuttering had resolved, and the plan was to send the patient home (with consideration for a future pump exchange). The patient ultimately received an hmii to hmii pump exchange on (B)(6) 2021. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook address all system controller alarms (including driveline fault alarms) and how to respond to such events. Information regarding driveline care can be found in both of these documents. The IFU also lists hemolysis, thrombosis, and stroke as adverse events that may be associated with the use of the hmii lvas. This document provides information regarding anticoagulation therapy and the recommended inr (international normalized ratio) range and outlines indications of pump thrombosis as well as how to respond to such events. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including driveline fault alarms) and how to respond to such events. Section 1 of this IFU lists hemolysis, thrombosis, and stroke as adverse events that may be associated with the use of the hmii lvas. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr (international normalized ratio) range. This section outlines indications of pump thrombosis as well as how to respond to such events. Section 1 of this IFU provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a thrombectomy.